Manufacturer narrative:
Unit received with flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unit received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case and minor scratched lcd window. No crack noted on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is cracked. The customer's blood glucose reading was unknown at the time of incident. No further details given.